Event description:
It was reported to a field service engineer that there was a spill of non-hazardous waste liquid onto the customer's laboratory counter when tubing on the side of the autostainer instrument disconnected. The tubing locks into the device but was disconnected for unknown reasons causing the spill of fluid onto the counter and onto their power strip while plugged into the electrical outlet. Previous service visits confirmed the tubing was locked in place. The technician panicked and began to wipe the liquid from the power strip while not wearing gloves or personal protective equipment. The technician felt a slight electric shock and experienced a brief tingling sensation in their hand. Following the shock, the technician was seen by a healthcare professional as a precaution, without any issues noted and no medical treatment was administered. Follow-up information also confirmed that no further medical intervention was required. Although requested, no other information was provided on how the tubing became unlocked, and the device remains fully operational. The autostainer basic user guide provides clear safety instructions including both: "eye protection and gloves must be worn when handling any of the reagents, bulk liquids or wastes," and "do not touch electrical components with wet or damp hands." Although the device did not malfunction, this report is being filed as part of due diligence to report all information that is reasonably known at the time of the event. Should more information become available for this event, a supplement report will be submitted.